Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of "stopped working." The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed. The clip was unable to be installed onto the grip tips properly. Additional observations not reported by site that is related to the customer reported complaint: the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.018" offset at the tips. As a result, the clip could not be properly loaded on the grips.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the medium-large clip applier instrument "stopped working." The procedure was completed with no reported injury.